Manufacturer narrative:
B3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the first revision date. H6: imdrf patient code e2006 captures the reportable event of vaginal mesh erosion. Imdrf impact code f2203 captures the reportable event of cystoscopy. Imdrf impact code f1905 captures the reportable event of revision of vaginal mesh. Imdrf impact code f1903 captures the reportable event of complete removal of the anterior vaginal mesh.

Event description:
It was reported to boston scientific corporation that a polyform synthetic mesh device was implanted during a procedure performed on an unknown date. On (B)(6) 2020, the patient was diagnosed with cystocele stage ii, rectocele stage ii, and vaginal vault prolapse stage ii and underwent a laparoscopic-assisted sacral colpopexy using restorelle y mesh and the da vinci system, laparoscopic-assisted right salpingo-oophorectomy using the da vinci system, cystoscopy, vaginal mesh revision. During the procedure, the patient's pelvis found that the ovary on the right side was enlarged and concerning in appearance, so a decision was made to go ahead and remove the right tube and ovary. The right adnexa was removed in its entirety. A small vaginal mesh erosion along the patient's left sidewall was removed. The patient was then awoken and brought to the pacu in stable condition. The patient had a vaginal mesh erosion in the following months. The patient underwent a revision of the vaginal mesh and cystoscopy on (B)(6) 2020. Inspection of the vagina found a mesh erosion on the patient's left side of the distal anterior wall near the sulcus. The size of the erosion was approximately 0.25 cm and was believed to be from her paravaginal repair done previously. There was granulation tissue noted over the top of this area. The patient was then awoken and brought to the pacu in stable condition. After a year, the patient still had vaginal mesh erosion and had to undergo a complete removal of the anterior vaginal mesh and cystoscopy. The patient's vagina was inspected, and anterior mesh could be palpated. There was an area of granulation tissue on the patient's left side, which was then cauterized and removed. The vaginal epithelium of the anterior mesh on both the left and right sides was dissected, completely freeing the vaginal epithelium from the mesh. The patient was then awoken and brought to the pacu in stable condition.

Manufacturer narrative:
Blocks b2, b5, d6a, and h6: patient codes and impact codes have been updated based on the additional information received on october 19, 2023. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the first revision date. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: the following imdrf patient codes capture the reportable events of: e2006: erosion; e2330: pain; e1401: vaginal discharge; e1401: injuries; e1906: infections; e2308: disfigurement; e0206: mental anguish. The following imdrf impact codes capture the reportable events of: f1905: revision of vaginal mesh; f1903: complete removal of the anterior vaginal mesh; f19: multiple corrective surgeries; f1204: permanent injury; f1202: disability. Block 11: block a1 has been corrected.

Event description:
It was reported to boston scientific corporation that a boston scientific polyform mesh device was implanted into the patient during a procedure performed on (B)(6) 2019. On (B)(6) 2020, the patient was diagnosed with cystocele stage ii, rectocele stage ii, and vaginal vault prolapse stage ii and underwent a laparoscopic-assisted sacral colpopexy using restorelle y mesh and the da vinci system, laparoscopic-assisted right salpingo-oophorectomy using the da vinci system, cystoscopy, vaginal mesh revision. During the procedure, the patient's pelvis found that the ovary on the right side was enlarged and concerning in appearance, so a decision was made to go ahead and remove the right tube and ovary. The right adnexa was removed in its entirety. A small vaginal mesh erosion along the patient's left sidewall was removed. The patient was then awoken and brought to the pacu in stable condition. The patient had a vaginal mesh erosion in the following months. The patient underwent a revision of the vaginal mesh and cystoscopy on (B)(6) 2020. Inspection of the vagina found a mesh erosion on the patient's left side of the distal anterior wall near the sulcus. The size of the erosion was approximately 0.25 cm and was believed to be from her paravaginal repair done previously. There was granulation tissue noted over the top of this area. The patient was then awoken and brought to the pacu in stable condition. After a year, the patient still had vaginal mesh erosion and had to undergo a complete removal of the anterior vaginal mesh and cystoscopy. The patient's vagina was inspected, and anterior mesh could be palpated. There was an area of granulation tissue on the patient's left side, which was then cauterized and removed. The vaginal epithelium of the anterior mesh on both the left and right sides was dissected, completely freeing the vaginal epithelium from the mesh. The patient was then awoken and brought to the pacu in stable condition. Additional information received on october 19, 2023: as reported by the patient's attorney, the patient has suffered severe emotional pain and injury and has suffered and will suffer apprehension of increased risk for injuries, infections, pain, mental anguish, discharge, and multiple corrective surgeries as a result of implantation of mesh. The patient has also sustained significant pain, disfigurement, harm, severe and debilitating injuries, serious bodily injury, mental and physical pain and suffering, permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures. The patient has been injured, and sustained severe and permanent pain, suffering, disability, impairment, loss of enjoyment of life, loss of care, and comfort.